Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an engagement issue, which can be caused by an improperly seated sterile adapter.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to reportable type and reportable event. Reportable type = malfunction. Reportable event = motion issue ¿ reversed/unexpected motion.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the instrument and sterile adapter, but the issue remained. The customer was checking the horizon line on the endoscope and the tse found related errors 22020 and 31010 on universal surgical manipulators (usm) 3. The tse then had the customer power cycle the system and reseat the instruments and sterile adapters again. The customer tested the usms after the homing was completed and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulators (usms) 3 and 4 were not moving in the correct direction as intended by the surgeon inputs. The surgeon noted that if they moved the master tool manipulator (mtm) up then the usm would move to the side. The procedure was completing as planned with no reported injury.